Event description:
The patient reported to philips that while using the dreamstation, burn spot under humidifier on device the device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The device was returned to a philips investigation laboratory. The technician could not confirm foam particles in the air path during the device evaluation. There were some secondary findings like unknown dust contaminant, liquid ingress and unknown contaminant. Additionally, there were some technical findings like error code. The device was scrapped. In this report, box d, g, h has been updated/corrected.